Manufacturer narrative:
The insulin pump had no tone due to a broken transducer wire. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not beeping. Customer stated they did not hear a beep at the end of a bolus delivery. Customer's blood glucose was 82 mg/dl. The customer stated, the alert type was set to beep on the insulin pump. Troubleshooting found the insulin pump did not beep during a tone test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.